Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a thrombectomy procedure, a vasospasm occurred when the balloon guide catheter (subject device) was placed and after the microcatheter was being advanced. The vessel spasm was resolved with medication. The user facility indicated that in spite of the event, the procedure was successfully completed. At 30 days follow up, the patient was reported to have a modified rankin scale of 2. The reported event was assessed as highly related to the procedure and possibly related to the device(s). No further information is available.

Event description:
It was reported that during a thrombectomy procedure, a vasospasm occurred when the balloon guide catheter (subject device) was placed and after the microcatheter was being advanced. The vessel spasm was resolved with medication. The user facility indicated that in spite of the event, the procedure was successfully completed. At 30 days follow up, the patient was reported to have a modified rankin scale of 2. The reported event was assessed as highly related to the procedure and possibly related to the device(s). No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number could not be obtained. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available; the cause of the reported issue cannot be determined.

Event description:
It was reported that during a thrombectomy procedure, a vasospasm occurred when the balloon guide catheter (subject device) was placed and after the microcatheter was being advanced. The vessel spasm was resolved with medication. The user facility indicated that in spite of the event, the procedure was successfully completed. At 30 days follow up, the patient was reported to have a modified rankin scale of 2. The reported event was assessed as highly related to the procedure and possibly related to the device(s). No further information is available.